Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units will not power up with known working pad-paks.

Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to and including the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device failed to power on. Upon further investigation it was found the pad-pak had fused. A test pad-pak was inserted into the device and the device leds illuminated however no further activity occurred. This indicates a fault and upon further investigation it was found that the fuse had blown. An additional 3 pad-pak's were installed and are being investigated under another complaint. The returned pad-pak's were all found to have blown fuses. The device was disassembled for investigation. Investigation found the reported fault can be attributed to capacitor failure. The capacitor was found to be bulging and vented. This capacitor being faulty would cause a short circuit and would cause a blown fuse in any installed pad-pak and therefore appear depleted. The functionality of the circuit is tested before leaving heartsine it is therefore concluded that the component failed after dispatch from heartsine.